Event description:
It was reported that the customer was taken to the emergency room with a blood glucose of 259, but later rose to 449 mg/dl. The caller did not want to provide any of the customer's information, and requested to have a company representative troubleshoot the insulin pump in person. Advised the caller that the representative would be informed of the request. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.